Event description:
It was reported by svc report that the scale was inaccurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: the footend left load cell malfunctioned.